Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a therapeutic laparoscopy procedure, a e229(the image does not appear) displayed on the hd 3cmos autoclavable camera head. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information both received from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, it is likely that the cable failure led to the malfunction. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information from a customer follow up confirms no patient impact and no procedure delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error e229 is an error associated with scope identification data corruption. Based on the results of the investigation, the image failure and error e229 were caused by a defective cable unit. However, the definitive root cause of the defective cable unit could not be determined. Olympus will continue to monitor field performance for this device.